Event description:
It was reported that during a procedure the generator experienced impedance errors. As a result, the procedure was abandoned with no consequence to the patient.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Manufacturer narrative:
The occurrence of the reported event could be seen in the logs on the reported event date; however, the device functioned as intended during the investigation. Based on the information provided to abbott and electronic data reviewed and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.